Event description:
In the early am, propofol bottle almost empty. New propofol bottle and new tubing placed in same channel as empty bottle of propofol. Channel was re-programed with volume to-be intubated of 70ml (100ml bottle of propofol) with the new bottle/tubing in place. The medication, med dose weight, dose of medication was not changed during this new tubing/bottle change. An hour and a half later, channel with propofol alarmed with air in tubing. Propofol bottle observed empty. The rn called charge rn, into room to help troubleshoot, while another rn got me a new bottle of propofol and tubing. There was no propofol on the floor (did not leak from bottle or tubing), the channel door was closed, but had a gap at the top. The channel was correctly programed with the correct rate of 50mcg/kg/min (28.4ml/hr) and med dose weight of 94.5kg. The tubing was inside the channel with what appeared to be correct when door of channel opened. Not sure what made the pump infuse more propofol than what it was programed for. Rn notified and no new orders made. Pt's neo synephrine was restarted for map goal of >65 (map decreased to 58). Otherwise, no pt harm observed. A new bottle of propofol and tubing placed in a different channel at the rate of 50mcg/kg/min (28.4ml/hr).